Event description:
It was reported that before a tka procedure, the navio would not turn on at all, the was no sign of any power. It was replaced before being used. No patient was involved.

Manufacturer narrative:
Memo for the submission added.

Manufacturer narrative:
Additional info: d10, g4, g7, g9, h2, h3, h6, h10. Results of investigation:the device, intended to use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 1 (one) similar reports, this issue will continue to be monitored. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Visual inspection found the exterior condition doesn't show wear. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported complaint was confirmed. The ups electronics has failed and does not recognize power is connected. The leds on the front panel will flash when pressing the power button then there is no other indication of life. No other functions could be tested. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.